Event description:
It was reported that a 15 cm (6") smallbore pur yellow ext set w/1.2 micron filter, luer lock was found to have a no-flow event during patient use. The device package was discarded. The following issue was reported by the customer: ¿incident occurred during infusion of parental nutrition using a pump sapphire multi-therapy (manufacturer eitan medical). The device was connected at 17:00-18:00 with a duration between 12¿16 hours during the night, the incident occurred in the morning between 05:00-07:00, and the pump had an occlusion alarm preventing the administration at the end of the infusion. There were no clinical consequences, no physical consequences to the patient. There were no problems with the pump and the following steps have been taken to resolve the issue, but with no success: checking the line (no visible kink or occlusion), removing and reinserting the cassette, reprogramming the pump, changing the pump and checking reflux on the catheter. There were no visible defects, holes, cuts, or tears with the filter. Pictures of the device were not provided. It is unknown if the product is available for evaluation. The patient received the intended dose of parental nutrition after the tubing and parental nutrition bags were changed, the delay in administration was 1 hour. There was no patient harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Manufacturer narrative:
Received one (1) used list# 011-h3608, 15 cm (6") smallbore pur yellow ext set w/1.2 micron filter, luer lock; lot# unknown: one (1) used list# unknown, 4-way stopcock with microclaves; lot# unknown: two (2) used list# unknown, connectors with tubing; lot# unknown. Sample provided shows no physical damage or other anomalies. Could not confirm or replicate customer complaint of "the pump had an occlusion alarm preventing the administration at the end of the infusion". However, during investigation a leak was found at the filter. The probable cause of the leak is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.